Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third -party service center visually inspected the device. There was no evidence of foam particles or degradation. The device was scrapped. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur. In this report b5 is updated. This is not reportable complaint.